Manufacturer narrative:
The following fields were updated: b5. It was reported that during use with 2 bd vacutainer® cpt¿ nh: ~130 iu ficoll¿: 2.0ml there were unexpected results. There were more granulocytes than usual. Patient information was not able to be obtained. The following information was provided by the initial reporter: unexpected results with healthy volunteers, more granulocytes than usual. 1. Is the customer centrifuging the tube within two hours of collection per IFU? Are the cells being collected immediately post centrifugation? 2. Is this one subject or have they seen this issue with multiple subjects? Answers: I just talked to the customer regarding the complaint on cpt-tubes. To answer below questions and the question in the email you sent before: number of tubes involved: 10 centrifugation as per IFU: yes, within 2 hours number of subjects: 10 different people (healthy donors). Please pass on the following: stated they trust they found a mistake in protocol done by the nurse. The nurse collecting the blood was instructed to wash pbmcs twice after centrifugation and isolation. Unfortunately, the washing step was done just once. Found out that pbmcs were more susceptible when irradiating cells which have been washed once. This was not the case with pbmcs washed twice. H6. Bd had not received samples or photos for evaluation. The product expired on 31dec2022. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. A complaint history review indicated no other complaints were received for the reported defect on this lot number. This complaint is unable to be confirmed for the high yield reported. Bd does not have any claims for yield for this product. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that during use with 2 bd vacutainer® cpt¿ nh: ~130 iu ficoll¿: 2.0ml there were unexpected results. There were more granulocytes than usual. Patient information was not able to be obtained. The following information was provided by the initial reporter: unexpected results with healthy volunteers, more granulocytes than usual. 1. Is the customer centrifuging the tube within two hours of collection per IFU? Are the cells being collected immediately post centrifugation? 2. Is this one subject or have they seen this issue with multiple subjects? Answers: I just talked to the customer regarding the complaint on cpt-tubes. To answer below questions and the question in the email you sent before: number of tubes involved: 10 centrifugation as per IFU: yes, within 2 hours number of subjects: 10 different people (healthy donors). Please pass on the following: stated they trust they found a mistake in protocol done by the nurse. The nurse collecting the blood was instructed to wash pbmcs twice after centrifugation and isolation. Unfortunately, the washing step was done just once. ... Found out that pbmcs were more susceptible when irradiating cells which have been washed once. This was not the case with pbmcs washed twice.

Event description:
It was reported that during use with 2 bd vacutainer® cpt¿ nh: ~130 iu ficoll¿: 2.0ml there were unexpected results. There were more granulocytes than usual. Patient information was not able to be obtained. The following information was provided by the initial reporter: unexpected results with healthy volunteers, more granulocytes than usual.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.